Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 17:22:42. During night drain cycle five, the patient's ultrafiltration reading was 1887ml, indicating the home patient (hp) drained 1887ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, and the evaluation is complete. This complaint is an ancillary service event. The difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.